Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mk2819, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown surgery on an unknown date and suture was used. The needle broke when sewing for the first stitch during surgery. Changed to another device to complete the surgery. There were no adverse consequences to the patient.